Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ophelie loup, md, et al. Failing systemic right ventricles with persistent pulmonary hypertension: candidates for ventricular assist devices as destination therapy?ann thorac surg 2017;103:e179¿81. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the patient¿s implantable pulse generator (ipg) and the alleged contribution of the ipg to a state of decompensation one year post implant. There were no additional details provided with regard to specific allegations. The ipg remains in use as there was no reference to an ipg explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.